Event description:
It was reported that the surgeon had issue with an intraocular lens. Additional information received revealed that the lens was not being returned, it was broken in trying to utilize the insertion tool. The surgeon complained that there was no clear instructions on how to deliver the lens and it broke. The lens was discarded. Upon further follow up, it was informed that there was no patient contact and it was confirmed that the lens did break while trying to use inserter. There was a possible use error while handling the lens and no directions for use were mentioned. The surgeon had issues with the lens. No other information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: not applicable, as there was no patient contact. However asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.